Event description:
Pt admitted to hospital for ptca w/stent and brachytherapy. Duett deployed post-cath to obtain hemostasis. Thrombus developed involving common profunda and suferficial femoral arteries below right knee, runoff into lower leg and foot on right side. Cardiovascular surgeon consulted. Pt underwent insertion of an infusion catheter into right iliac artery w/thrombolytic therapy x24 hours. Also treated with IV integrelin and heparin. Repeat angiography revealed restoration of pulses w/incomplete but open flow to right peroneal and anterior tibial arteries. Pt suffered substantial bleeding and significant bilateral inguinal hematomas. Ultrasound revealed no pseudoaneurysm and intact flow to right lower extremity.